Manufacturer narrative:
An on-site investigation of device and log file has confirmed the user's report of unexpected shut-down of automatic ventilation during use. According to the log entries, the supervisor function of the device detected a wrong motor position and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. The ventilator unit has been replaced; the device passed all consecutive tests and was returned to use. Dräger has received earlier complaints of the same nature in isolated numbers. Evaluation of these revealed that wear-and-tear related damages of the motor's carbon brushes had resulted in contact interrupts between the carbon brushes and the collector during motor operation; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm when the speed fluctuations exceed a certain threshold. The device design ensures that manual ventilation with the built-in breathing bag including gas dosage will be further possible - this allows at least the bridging of patient support until a replacement device can be introduced. The particular event is considered an isolated case; the number of such premature failures is inconspicuous and accepted.

Event description:
It was reported that the device suddenly alarmed during a surgical procedure and shut down automatic ventilation. As per report, the device was replaced. The event did not lead to consequences for the patient.